Event description:
On 19 november 1997, the ctr director of the plasmapheresis ctr rec'd a call from hlth dept that donor was deceased on 18 november 1997. The donor's roommate told the hlth dept staff that the donor had gastrointestinal distress on 15 november 1997, sometime after his donation. The roommate of the donor stated that they had eaten ground beef and macaroni and cheese for dinner on 15 november 1997. The roommate and his daughter also experienced gastrointestinal distress (nausea, vomiting and diarrhea). On 17 november, the roommate took the donor to hosp ER for continuing diarrhea and vomiting. The donor was observed in the ER and released with a diagnosis of stomach flu. The donor may have been prescribed medication by the ER physician. This has not yet been confirmed. On 18 november, the donor was found deceased on the floor of their home by his roommate. The donor's last donation occurrd on 15 november 1997. The most recent physical examination date was 02 october 1997. A review of the donor record file was done. There were no unusual or abnormal findings. The donor was a thirty-three yr old caucasian male. An autopsy was performed 20 november 1997. The autopsy revealed no obvious cause of death. Toxicology, microbiology and chesmistry tests are being performed. Preliminary results reported 21 november 1997 for the microbiology cultures were negative. Final results are not expected for four to six weeks. All lot numbers of supplies utilized during the plasmapheresis procedure for this donor on 15 november 1997 were identified. Certificates of compliance are available at the donor ctr for the softgoods utilized in the procedure. The mfrs of these supplies were notified of this donors death on 24 november 1997.